Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) (unknown concentration at 3.15 mg/day), clonidine (unknown concentration at 28.36 mcg/day), and bupivacaine (unknown concentration at 1 mg/day) via an implantable pump for non-malignant pain. It was reported that since february 2022 after the pump implant, the patient reported having major difficulty with the pump and was not sure what was going on with the pump. The patient stated that they have had three surgeries since the pump implant and was not right. Per device registration, a 8784 catheter was implanted on (B)(6) 2022. The patient reported that their pump area was extremely swollen and the patient was in more pain than prior to the surgery. The patient stated that they are to the point of withdrawals and was told that they lowered the medication but the patient did not know about this at the implant. The patient stated that they lost control of their bladder and bowels and never had this before. The patient stated that at first they thought it was a seroma and had to drain. Then they said it was the catheter and did a dye study which was so painful. The patient stated that after the dye study, the patient was in pain for 20-30 minutes and did not stop. It was mentioned that the catheter might not be in the right place. The patient stated having pain that shoot throughout whole body. The patient stated having an MRI scheduled for tomorrow (B)(6) 2022. The patient stated that the pump was not helping at all. The patient was redirected to their healthcare provider to further address the issue. The patient stated that they did not want this call to be reported.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) product type catheter product ID 8784 lot# serial# (B)(4). Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-aug-2017, UDI#: (B)(4) ; product ID: 8784, serial/lot #:(B)(4), ubd: 16-jul-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.